Manufacturer narrative:
The device was evaluated and the customer's allegation was not confirmed. The device evaluation found there was an image; however, the image was blurry. Additionally, there was a slice on the camera cable. Based on the results of the investigation, the blurry image was due to a faulty charge coupled device (ccd). The most probable cause of the blurry image and sliced cable is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "if the endoscopic image on the monitor should unexpectedly disappear, freeze during a procedure and cannot be restored, or focus adjustment cannot be controlled, turn the video system center off and then on again. If the image still cannot be restored, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had an image problem and the user couldn't see out of it. It was unknown when the issue occurred. The intended procedure was a cystoscopy and there was a short delay to obtain another camera. There were no reports of patient harm.